Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the reamer head f/ria 2 ø10 (p/n: 03.404.016s, lot number: 6954002) was received at us cq for investigation. The reamer head had all its four tangs broken and only three of them were returned. No other issues were identified with the complaint device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed on the complaint device due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the 10.0mm ria 2 reamer head had its distal tangs broken during surgery. There is no indication that a design or manufacturing issues or discrepancies were observed. No manufacturing issues were noted during investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier ¿ mark two engineering, release to warehouse date: 23-jun-2020, part number: 03.404.m016, lot number: 6954002 . Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, nonconformance review met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 17-jun-2020 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 12-may-2020 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Raw material certification supplied to mark two engineering from boston centerless dated 31-jan-2020 was reviewed and determined to be conforming. Raw material certificate of tests supplied to boston centerless from carpenter dated 18-nov-2019 was reviewed and determined to be conforming. Device history review: this lot met all dimensional and visual criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. FDA correction/ removal reporting no.: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6). 2021, the patient underwent a revision procedure and the ria 2 was used to collect bone marrow. After the removal of the reamer head, it was noticed that the attachment lips were broken off. There was no surgical delay. The fragments were easily removed. The procedure was completed successfully. This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).